Event description:
A report was received that the patient¿s ipg moved more on the midline since implant and was uncomfortable for the patient. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post-operatively.